Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal ligation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the band could not be released. The procedure was completed with another speedband superview super 7 device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
One speedband superview super 7 device was returned for analysis. The velcro strap and ligator head were returned. There were no visual issues with the velcro strap and handle assembly. The crimp was present on the trip wire. A visual examination of the device found that all bands were deployed from the ligator head. The ligator head teeth were damaged. The suture was intact and attached to the trip wire loop. It was noticed that the trip wire was partially rolled in the handle and the trip was secured in the handle assembly slot upon receipt. It was noted that the trip wire was bent in several locations. A functional evaluation of the handle was performed by turning the handle knob 180 degrees, an audible click was heard and indents were felt. This failure is most likely due to manipulation/handling of the device, once the ligator head teeth are damaged, the suture can be detached from its position in the ligator head and probably impacting the deployment process. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal ligation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the band could not be released. The procedure was completed with another speedband superview super 7 device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.